Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. Reportedly, the customer took no action to address bg level.